Manufacturer narrative:
Hill-rom technical support found that the account had zeroed the scale with a pt in the bed, user error. Per hill-rom user manual: zero the bed exit alarm system: the bed exit alarm system must be zeroed before the pt is put on the bed. Be sure to put all linens, pillows, and equipment on the bed before you zero it. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. Hill-rom technical support asked the account to zero the scale without a pt in the bed and the bed functioned as designed. Based on this info, no further action is required.

Event description:
The account reported the bed exit will not set. The bed was located in the pt's room at the facility. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).